Event description:
It was reported that patient experienced ineffective therapy, x-ray imaging revealed one of patients lead migrated. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 11122367. Common device name: drg slimtip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 11122367.